Event description:
It was reported that a user installed a new dexcom g7 sensor, entered pairing code 7801, and experienced a lack of glucose readings and no alerts or alarms, consistent with an intermittent communication failure possibly related to the antenna component of the system. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between connected components with intermittent communication failure, with the antenna identified as the implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.